Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the insulin pump was returned due to patient passing away and diabetic ketoacidosis. Device received with a depleted duracell alkaline battery installed. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Device uploaded properly using carelink and thus. Device had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: the formatted history file lists data from (B)(6) 2021 to (B)(6) 2021. In summary, insulin pump passed all required testing. Unable to verify customer complaint for diabetic ketoacidosis. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Insulin pump received with a depleted (B)(6) alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0871 inches. Insulin pump uploaded properly using carelink. Insulin pump had pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Customer reported via phone call that the customer passed away at home. The cause of death was diabetic ketoacidosis. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The caller stated the customer died sometime between (B)(6) 2021. The caller stated the customer suffered from mental health issues including depression. The caller stated they had already returned the insulin pump for analysis.